Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm two months ago. The iliac arteries had moderate tortuosity and a small amount of calcification. It was reported that an aui device was planned as the patient already had a femoral to femoral crossover in situ. The left internal iliac was embolized successfully prior to endurant aui placement (ref. MFR. 2953200-2011-01242). Two iliac limbs were also implanted (ref. MFR. 2953200-2011-01243 and 2953200-2011-01244). There were no complications during procedure. A small blush was noted at final angiography run. The surgeon decided to review the blush at the post-operative visit. The post-operative CT confirmed that the blush was resolved. One month ago, the patient presented with an occluded stent graft. The patient was on warfarin for atrial fibrillation, therefore, no cause for the occlusion could be identified; however, a proximal clot from a tortuous aorta was suspected. The patient has had an axillo-femoral bypass and was discharged. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: arterial occlusion. A tortuous aorta. Evaluation, conclusion: a tortuous aorta. An internal review of the returned films at implant show a likely type IV endoleak seen on both sides of the stent graft near the mid-length of the aui main body. The iliac appeared non-angulated and patent. Films post-implant show an occluded stent graft beginning at the proximal graft margin and continuing distally within all the devices. The distal iliac measured an approximately 11-12 mm diameter and there did not appear to be any kinking or crushing along the length of the stent graft. Note: this endurant device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).